Event description:
The customer called technical support (ts) reporting that the device has a intermittent high temperature alarm message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed that the blower assembly temperature was high during the operation of the device, and the device cannot work normally. The pse replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
H11: after further follow-up from a good faith effort (gfe) response, it was confirmed that there was no patient involvement at the time the issue was discovered. The event occurred during testing.